Event description:
Information received from the field notes that during a routine follow-up, the device was found to be in back-up mode. An initial attempt to perform a software download was unsuccessful, but a subsequent download restored function. A few days later, the patient was admitted to the hospital. The ecgs showed loss of capture and no pacing output. The patient's intrinsic rhythm was 35 bpm.